Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the catheter was replaced. The patient experienced pain in the device pocket. The pump was also confirmed to be flipped. The patient status at the time of the report was alive no injury. The pump was used to deliver morphine. Additional information later received the catheter was twisted and came out of the intrathecal space. The catheter was replaced and the pump revised. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the catheter issue was kink due to flip. The location was distal (spinal) and proximal (pump) segment, twisted all over. The patient experienced lack of therapy. The patient outcome was noted as recovered without sequelae.